Event description:
On (B)(6) 2025 rtg0886786 (con): patient receiving baclofen and dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient's representative reported that the patient had been having trouble giving a bolus since the pump was refilled about 2 weeks ago. Since the refill, the handset was not connecting to the pump. The patient stated that the handset got stuck at 90%, and that they were allowed 6 boluses a day. During the call, the communicator was showing low battery. The agent assisted the caller with clearing data on the handset after which the patient was able to give themselves a bolus. The agent reviewed device function and recommended charging the communicator. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.